Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the insulin gauge was inaccurate across multiple cartridges. Reportedly, the customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.